Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that mini drawers would not lock. A field service engineer discovered that the emergency red slides were in the open position. He conducted maintenance, cleaned the unit, and secured the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.